Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6a, h6.

Event description:
Patient representative later reported right implant rupture diagnosed by MRI ultrasound.

Event description:
The patient's, representative reported, "2017 correction op bds" and "augmentation bds 2016 + revision". The device was "revised". And the same device was re-implanted. This record is regarding the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device handling problem.